Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus) essure had migrated through my tubes to my uterus and through to the abdominal wall / migration of essure device location of device: uterus") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did you undergo an essure confirmation test: no". Concomitant products included ibuprofen and paracetamol (tylenol). In 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain,pain"), depression ("depressed"), anxiety ("anxious"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (bilateral oopherectomy, total hysterectomy (uterus and cervix removed). Essure was removed in 2012. At the time of the report, the uterine perforation, device breakage, pelvic pain, depression and anxiety outcome was unknown and the dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus) essure had migrated through my tubes to my uterus and through to the abdominal wall / migration of essure device location of device: uterus") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did you undergo an essure confirmation test: no". Concomitant products included ibuprofen and paracetamol (tylenol). In 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain,pain"), depression ("depressed"), anxiety ("anxious"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (bilateral oopherectomy, total hysterectomy (uterus and cervix removed). Essure was removed in 2012. At the time of the report, the uterine perforation, device breakage, pelvic pain, depression and anxiety outcome was unknown and the dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received reporter information was added. Product indication updated. New event was added dysmenorrhea, uterine perforation, abdominal pain, device breakage, device monitoring procedure not performed. Concomitant drug was added and event outcome updated dysmenorrhea, abdominal pain. Event updated from perforation nos to uterine perforation incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus) essure had migrated through my tubes to my uterus and through to the abdominal wall / migration of essure device location of device: uterus') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did you undergo an essure confirmation test: no". Concomitant products included ibuprofen and paracetamol (tylenol). In 2007, the patient had essure inserted. In 2007, the patient underwent endometrial ablation ("ablation"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain,pain"), depression ("depressed"), anxiety ("anxious"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (bilateral oopherectomy, total hysterectomy (uterus and cervix removed). Essure was removed in 2012. At the time of the report, the uterine perforation, device breakage, pelvic pain, depression, anxiety and endometrial ablation outcome was unknown and the dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, endometrial ablation, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus) essure had migrated through my tubes to my uterus and through to the abdominal wall / migration of essure device location of device: uterus') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did you undergo an essure confirmation test: no". Concomitant products included ibuprofen and paracetamol (tylenol). In 2007, the patient had essure inserted. In 2007, the patient underwent endometrial ablation ("ablation"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain,pain"), depression ("depressed"), anxiety ("anxious"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (bilateral oopherectomy, total hysterectomy (uterus and cervix removed). Essure was removed in 2012. At the time of the report, the uterine perforation, device breakage, pelvic pain, depression, anxiety and endometrial ablation outcome was unknown and the dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, endometrial ablation, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received :- reporter information was added. New event added endometrial ablation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pain"), depression ("depressed") and anxiety ("anxious"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6). At the time of the report, the perforation, device dislocation, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.